Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a "low battery" warning on her patient programmer. Based on the usage calculations the warning was received prematurely and could point to passivation. The patient was instructed how to clear the warning flag. The flag was successfully cleared and the patient is receiving stimulation coverage.